Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior according to the patient's advocate. After only 6 months in service, the pacemaker showed a remaining battery expectancy of just 5 months. Reportedly, the hospital is considering a replacement. Technical services advised the patient's advocate to request an analysis of the device data with the help of the health care facility. Further information was received indicating the pacemaker had a high ventricular output. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed premature battery depletion behavior according to the patient's advocate. After only 6 months in service, the pacemaker showed a remaining battery expectancy of just 5 months. Reportedly, the hospital is considering a replacement. Technical services advised the patient's advocate to request an analysis of the device data with the help of the health care facility. This pacemaker remains in service and no adverse patient effects were reported.